Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. It was deployed in the patient body.

Event description:
It was reported that when the drill guide sleeve (13200140) was advanced to bone, tension was applied to the sleeve and it was eccentric, and the k-wire struck the lag screw hole. In that state, the k wire was advanced over and the tip of the k -wire was broken. The tip of the k-wire was not able to be removed from the patient body and the operation was continued and finished.